Event description:
During procedure the tip of the nucleotome probe device broke off in the interveteral disc (lumbar) of the patient. At the time of this report the tip remains in the disc. The sales rep. Reports that the patient has been informed and that the physician is working with the patient. There is no indication that the patient has been injured.